Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The biomed reported via phone call on 18-oct-2017 that he was ordering the fiber optic module assembly to fiber optic connector, cable and would provided further details once the part arrived, and the repairs were completed. The biomed reported via email received 30-oct-2017 that the cable was installed and that corrected the issue. The iabp was then returned to the department and cleared for clinical use.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was supporting a patient, a "fiber optic sensor module failure" alarm occurred. The customer swapped the original iabp out and sent it to the biomed for evaluation. No adverse event has been reported.